Event description:
Caller alleged discrepant inratio2 results on one patient. Results as follows: date: (B)(6) 2012, inratio: 3.3, re-test: 4.4. Time between testing: minutes. Later in the afternoon, more tests were performed. Date: (B)(6) 2012, inratio: 2.8, re-test: 2.6. Time between test: minutes. Lab inr= >9, >10.2. Two different labs tested these samples. Date: (B)(6) 2012, inratio: 2.5, lab: 8.4. Date: (B)(6) 2012, inratio: 2.2, lab: 6.7. Time between testing: unknown. Nurses used venous blood on inratio meter as well as finger sticks. Nurse was not sure which testing method was applied or which inratio meter was used. Multiple drops are used, and if two tests are performed back to back, the same finger stick site is used for each test. Reference MDR 202769-2012-00253 and 00254 for other two inratio meters.

Manufacturer narrative:
Investigation pending.